Event description:
The customer contact reported the patient received less medication than intended. On an unspecified date, the device was programmed to deliver 135ml of an unspecified concentration of potassium chloride. No further programming parameters were provided. At an unspecified time, a nurse initiated the delivery. The following morning the solution container was expected to have been empty; however, the nurse noted approximately 100ml remained in the container. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.